Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) due to a blockage in the non-tandem infusion set site. The infusion set information was not provided. Reportedly, infusion set site had been in use ¿longer than it should have¿. Customer changed infusion set to address the reported issue and delivered multiple correction boluses, causing insulin to stack, and customer's bg lowered to 40 mg/dl. Customer required assistance from partner to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.